Event description:
Customer reported the system had a distorted image. No patient injury was reported.

Manufacturer narrative:
The customer's bio med replaced the interconnect table. System operates as intended.